Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported "ruptured". The device was explanted. This record is for an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.1; d.2a; d.2b; d.4; g.1; g.2; g.4.

Event description:
Patient's representative reported "implants were proven ruptured." The left side device has been explanted.